Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number vad(B)(4), and the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022 due to right ventricle failure and cardiomyopathy evolution and heartmate ii lvas, serial number vad(B)(4), was not returned for evaluation. The relevant sections of the device history records for vad(B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2012. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ describes that right heart failure can occur post-implant and provides strategies for treating patients who experience right heart failure. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiomyopathy evolution and right ventricular failure. It was stated that the patient's outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number vad(B)(4), and the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022 due to right ventricle failure and cardiomyopathy evolution and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2012. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ describes that right heart failure can occur post-implant and provides strategies for treating patients who experience right heart failure. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiomyopathy evolution and right ventricular failure. It was stated that the patient's outcome was not device or therapy related.